Event description:
Over the past several months at least 10 of these kits have been used on different patients for spinal anesthesia. The medication does not seem to be effective. The anesthesia provider has placed the spinal needle in the correct space and verified with obtaining spinal fluid. They have not obtained effective analgesia. Patients are still able to move and are not hypotensive. We have classified this as a failed spinal and the patient then receives general anesthesia for proper care of the patient.